Manufacturer narrative:
(B)(4). The fsr found that the level sensor was not plugged into the level module. When tested, the ccm read "level sensor disconnected". The customer is using a back-up level sensor. The unit operated to the manufacturer¿s specifications. The suspect device was returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the central control monitor (ccm) displayed the "level sensor disconnected" message even when connected to the module. There was no patient involvement.

Manufacturer narrative:
There was no visible damage to the level sensor surface or cable. It was noted that there was an issue between the level sensor module and the system; system 1 would not detect level sensor.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed a ¿level disconnected¿ message on central contro monitor (ccm) when connected to lab use only (luo) level module. Damaged/stretched wires in the sensor housing was the likely cause of the problem. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.